Event description:
It was reported that the patient's system was providing ineffective therapy. Surgical intervention was undertaken on (B)(6) 2022, where a lead was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the documents reviewed, the cause of the reported incident could not be conclusively determined. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186ans, UDI:(B)(4), serial:(B)(4), batch: a000106312.